Event description:
It was reported to medtronic neurosurgery that there was a disconnetion on the patient line of a becker ii edms. According to the report, there was no injury to the patient and the patient was discharged from the hospital.

Manufacturer narrative:
The returned product was patent. Additionally, all connections on the patient line were connected and secure. It did not meet the requirements for leak testing as there was a break in the drain line male luer lock adapter. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. (B)(4)